Event description:
It was reported the case was cracked from normal wear and tear. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lower case is broken. Upper case, both bail covers, ring cover, and battery drawer are broken. Battery release and knobs are contaminated. Battery contacts are compressed. The ring is bent. Keyboard window is scratched. Encoder flex is out of mechanical specification.